Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being on byte treatment five years and teeth alignment has not been reached. The orthodontist evaluation found permanent dentition with class I molars, 1-2mm md overjet, 2mm overjet, 10 overbite, and class I profile-orthognathic (jaw surgery). Additional notes stated, the patient's bite does not contact in the anterior, is no longer able to bite into certain things using the anterior teeth. Visual examination confirmed lack of incisor coupling. The root angle of tooth #24 (patients chief concern) has not been corrected after years of aligners. Overjet is wnl (within normal limits).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.